Event description:
It was reported that a patient experienced an unspecified infection in the peritoneal cavity, pain, cramping, and cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The infection in the peritoneal cavity was further described as ¿the name of the infection was unknown by the nurse, but came from the mouth¿. It was also stated as due to the patient coughing on her mask and then using the mask for performing pd therapy or ¿could be from going to bathroom at night, and that the patient might have touched the disconnect end of a pd disposable (unspecified), or that the patient could have had an infection with her dentures¿. These causes were not medically confirmed and therefore, the cause of the event remains unknown. Three days prior to the receipt of this report, the patient was hospitalized for the infection for one night. During hospitalization, an unspecified intravenous (IV) line was started and the patient¿s peritoneal cavity was drained. On an unreported date, the patient was treated with gravol, toradol, morphine, ancef, and another unspecified antibiotic (which was stopped on an unreported date because it was not needed) (doses, routes, frequencies and durations were not reported). During hospitalization, the patient was started on unspecified antibiotics ¿via twin bags¿ (dose and frequency, not reported). It was not reported if the patient was still hospitalized at the time of this report. It was not reported if the patient recovered from the infection in the peritoneal cavity, pain, cramping, and cloudy bag. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).